Event description:
It was reported that, ¿dr. (B)(6) set up the luxor base, with the blades attached, to the snake arm and started to expand the retractor with the t-handle provided. He overtightened the retractor and the luxor base broke along with the snake arm. The snake arm will no longer tighten as it originally did. Dr. (B)(6) was able to find all of the missing pieces from the patient. He replaced the base and arm with the spare parts that were brought in by the rep in 5 minutes or less. Nothing happened to the patient.¿

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.